Event description:
The customer reported a blood leak at hematocrit cuvette during cycle 3 of treatment. Customer stated a blood leak was noticed at the hematocrit cuvette during cycle 3, the final cycle of the treatment, the treatment was aborted and there was no blood returned to the pt. Customer stated they were able to clean the leak themselves and did not need field service to be dispatched.

Manufacturer narrative:
Batch record review: review of lot file a905 shows no nonconformances with this lot at the time of the event. This lot met all release requirements. Srms complaint database review. A review of complaints received for lot a905 was performed. There was 1 additional complaints reported for tubing leaks or hematocrit cuvette leaks to date for this lot at the time of the investigation. The assessment is based on info available to at the time of the investigation. No product was returned by the customer therefore, the root cause could not be determined based solely on the info provided by the customer. (B)(4).